Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The UDI is not known as the part and lot number were not provided. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a stealth 360 peripheral orbital atherectomy device (oad) was used for treatment of 99% stenosed mid anterior tibial artery (at). The vessel was small and tortuous. The oad became stuck on the viperwire advance guide wire in the vessel. The procedure was aborted and the oad and viperwire were removed together. The procedure was aborted due to patient anatomy and the oad unable to be separated from viperwire. The patient was brought back two days later for plain old balloon angioplasty (poba) on the same vessel which was unsuccessful. The patient was transferred to a hospital that day for amputation where below-the-knee amputation was performed the same day. The patient was discharged from the hospital three days later.

Event description:
It was reported that a stealth 360 peripheral orbital atherectomy device (oad) was used for treatment of 99% stenosed mid anterior tibial artery (at). The vessel was small and tortuous. The oad became stuck on the viperwire advance guide wire in the vessel. The procedure was aborted and the oad and viperwire were removed together. The procedure was aborted due to patient anatomy and the oad unable to be separated from viperwire. The patient was brought back two days later for plain old balloon angioplasty (poba) on the same vessel which was unsuccessful. The patient was transferred to a hospital that day for amputation where below-the-knee amputation was performed the same day. The patient was discharged from the hospital three days later.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and the lot number were not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficulty to remove, delay to treatment and hospitalization appear to be related to operational context. In this case, it is possible that the difficulty to remove is due to patient anatomical morphology and/or disease state; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6 h6: codes 4118, 3233, and 11 no longer apply. The UDI is not known as the part and lot numbers were not provided. H10: the orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.